Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an episode was detected as supraventricular tachycardia (svt) and was withheld appropriately due to wavelet. However, the programmed nominal ventricular fibrillation (vf) high rate timeout feature timed out, and allowed anti-tachycardia pacing (atp) therapy to be delivered. The atp therapy sent the patient into ventricular tachycardia (vt), whereupon the patient received five shocks which did not bring the patient out of arrhythmia. The arrhythmia eventually terminated. It was noted that on the day the shocks were received, the patient was pulling shingles. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information from the physician's office was received indicating that the vf high rate timeout was programmed off. It was noted that the patient had received shocks in the past for the same reason.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.